Manufacturer narrative:
Device evaluation and inspection, service repair noted the following findings: there is a foreign material left inside the z-block (forceps elevator) and missing gluing around the lens of the endoscope (c-cover gap on distal end adhesion area). Furthermore, the following findings during inspection were noted on the device: ccd-cover lens scratched. C-cover chipped. C-cover discoloration noted. Distal end corroded. A-rubber glue chipped. Connecting tube scratch (pocket-pouch). Air /water nut painting peel off. Suction cylinder nut painting peel off. Universal cord scratch noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during a customer repair request after periodic inspection, it was found that the device z-block (forceps elevator) has foreign material. In addition, missing gluing around the lens of the endoscope (c-cover gap on distal end adhesion area) was observed. Issue found during maintenance. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, both events were confirmed during maintenance inspections. The event can be detected/prevented by following the instructions for use which state the following: "if the cleaning, disinfection, and sterilization of the endoscope is insufficient in the IFU (reprocessing manual), it states that there is a risk of infection to the patient and the operator who performs the following procedure using the endoscope.". "All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.". Olympus will continue to monitor field performance for this device.